Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving baclofen,(gablofen) dose and concentration not reported, via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient had a colonoscopy done on (B)(6) 2015. Per the patient they were told the "pump was going through my semicolon" the patient's healthcare provider knew about it but they had not gotten back to the patient yet. The healthcare provider further reported the catheter was going through the colon, the catheter threaded through the colon. Diagnostics included a CT scan. As of the day of the report, no interventions or action were taken to resolve the issue and the issue was not resolved. Surgical interventions was planned but had not yet been scheduled. Cause of the catheter threading through the colon, drug dose, patient symptoms and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported the patient had a CT scan without contrast of the thoracic and lumbosacral spine. The indication was to evaluate intrathecal catheter for baclofen pump, concern that it courses to the sigmoid colon. Findings: at the left edge of the field of view reconstructed for standard spine exam, the baclofen catheter courses in the left flank and retroperitoneum at the immediate posterior margin of the descending colon and may penetrate the colon, although there is no evidence of local perforation, no retroperitoneal gas or abscess. Then, the catheter runs through the left posterior paraspinal muscles and enters the spinal canal in the l2-3 interlaminar space. The catheter apparently penetrates the thecal sac at l2-3 from posteriorly to anteriorly as it runs cephalad and then courses back toward dorsally at the l1 level perhaps through the thecal sac again. More cephalad, the catheter then runs in the posterior extra dural midline to its tip at t1. Impression: proximity of the catheter in the left retroperitoneum to the left descending colon without evidence of perforation. Course of the catheter in the spinal canal suggests penetration of the thecal sac at l2-3 and perhaps again at l1. Remarks: will attempt to include the whole body in reconstructions in the axial plane from the raw data and if available, these images of the larger field-of-view will be reported as an addendum. Addendum: whole-body reconstructions of the lumbosacral spine scans allow evaluation of the course of the baclofen catheter from its pump in the left anterior abdominal wall and into the spinal canal above described. The catheter enters the abdominal wall and retroperitoneal between the left ninth and 10th ribs in the midaxillary line and travels very near if not through the posterior wall of the descending colon at the level of the 12th rib posterior laterally. Furthermore, there may be extracolonic fluid and gas in the immediate vicinity more anterior. Impression: suspicion that the baclofen catheter punctures the wall of the descending colon with localized extra colonic fluid/organized hemorrhage and localized free air.